Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly but the issue persisted, leading to the decision to replace the pump. During this time, the customer used an insulin pen as a backup.